Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, g3, h2, h3, h6. The reported event was confirmed via device evaluation. Visual inspection of the returned device found it to exhibit signs of repeated use and confirmed that the device is fractured. Not all fractured pieces were returned. Review of the device history records identified no deviations or anomalies during manufacturing. The reported lot had a field age of approximately 13+ year; it is unknown how many times the device was used. The root cause can be attributed to normal wear and tear of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the anterior aspect of the trial chipped off while being removed with the poly removal instrument. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.